Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 135 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue. Additionally, it was reported that pump sleep mode setting had been enabled without user interaction. Tandem technical support assisted customer in disabling setting and insulin delivery was successfully resumed.